Event description:
Microaire received a report claiming that the drill over heated during use. The doctor stated that he heard decreasing motor speed and assumed that the nitrogen tank was empty, however when he removed the drill, he realized that the device was abnormally hot at the nose and then he noticed that the patient had an unspecificed burn on the lower left lip. The doctor applied "white petroleum jelly" to the affected area.